Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
Right disc looked abnormally shaped and wouldn't inflate/deflate outside of the body. New device was taken and implanted without any issues.

Manufacturer narrative:
The device was not returned by the customer; therefore no investigation could be performed. The final root cause remains unknown.